Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: crossfire was plugged in and after pushing the power button there was an audible pop and the unit never turned on the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.